Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the customer for the occlusion alarm and bg at the time of event was 500 mg/dl. Customer take correction injection via mdi. In troubleshooting blockage is found in the tubing. No further information was available.